Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a low power alert at 5 percent battery life, followed by pump shutdown. Customer charged the pump for an hour; however, the pump did not turn on. The customer's blood glucose was 260 mg/dl. The customer confirmed that an alternate method of insulin therapy was available.